Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that bottom half of the touch panel did not respond and was not improved after calibration. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. When performed calibration after retrieving the device from the me room, the issue was resolved. After further troubleshooting by the asp, it was confirmed that there was misalignment in the touch position. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.